Manufacturer narrative:
Neither device for these malfunctions has been returned to the manufacturer for evaluation; however, medical records were provided for review for both events. The first investigation was inconclusive for the alleged malposition of device as no deficiencies were alleged in the provided medical records. The second investigation of the reported event is confirmed for filter tilt. Based upon the available information, the definitive root cause is unknown for both investigations. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced malposition of device. This information was received from various sources. Both of the malfunctions involved patients without consequence. The first patient was reported to weight (B)(6). With sex and age not provided. The second patient was reported to be a (B)(6) female without weight provided.